Event description:
It was reported "the PICC nurse had 5 of these lines double back on her in a course of 2 days." Additional information received "from what I gathered, the lines would create a u upon insertion or coil during placement. Secondly, there was no patient harm. " (B)(6) 2022: ne used sample was returned to represent the 5 affected units. The returned sample showed kink damage. The facility reported the same issue occurring on 5 catheters. This report addresses the first device/the sample returned.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One 18 ga x 10 cm powerglide pro catheter was returned for evaluation. The catheter was secured to a statlock securement device and was wrapped in dressing material. Two kinks were noted in the catheter. One was present at the end of the green strain relief. An additional kink was present approximately 1cm from the end of the green strain relief. The catheter was cut near the kinked catheter region in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the information provided, possible contributing factors include insertion technique, advancement against resistance, securement technique, and insertion location. Since a kink was observed to be present on the catheter, the complaint is confirmed but the exact cause remain unknown. A lot history review (lhr) of refs0821 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refs0821) have been reported from the same facility.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One 18 ga x 10 cm powerglide pro catheter was returned for evaluation. The catheter was secured to a statlock securement device and was wrapped in dressing material. Two kinks were noted in the catheter. One was present at the end of the green strain relief. An additional kink was present approximately 1cm from the end of the green strain relief. The catheter was cut near the kinked catheter region in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the information provided, possible contributing factors include insertion technique, advancement against resistance, securement technique, and insertion location. Since a kink was observed to be present on the catheter, the complaint is confirmed but the exact cause remain unknown. A lot history review (lhr) of refs0821 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refs0821) have been reported from the same facility.

Event description:
It was reported "the PICC nurse had 5 of these lines double back on her in a course of 2 days." Additional information received "from what I gathered, the lines would create a u upon insertion or coil during placement. Secondly, there was no patient harm. " (B)(6) 2022: ne used sample was returned to represent the 5 affected units. The returned sample showed kink damage. The facility reported the same issue occurring on 5 catheters. This report addresses the first device/the sample returned.